Manufacturer narrative:
Correction section h6 - the patient code should have been "pain relief, inadequate" rather than "no consequences or impact to patient."

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-23892, 1627487-2020-23893, 1627487-2020-23894, 1627487-2020-23895, 1627487-2020-23896, 1627487-2020-23468, 1627487-2020-23469. It was reported that the patient underwent a surgical procedure in which both of their systems were explanted except three of the patient's leads. It is unknown which leads were explanted, so all leads are being reported on.